Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt shocking down their left leg following a charging session. When the rep met with the patient the ins was discharged. The rep was able to charge the ins normally and program it, and the issue was considered resolved. No further complications were reported.